Manufacturer narrative:
Additional information was added to h10. H10: the product information was not available. The investigation could not be completed without the essential product information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was damaged. The event was described as the "blue clamp has broken off in the slide clamp holder (keyhole)". The clinicians "have had slide break by simply pulling the slide clamp up and out of the keyhole". This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.